Event description:
The following information was reported to gore: on (B)(6) 2024, a gore® viabahn® endoprosthesis (vsx device) was intended to reline an arteriovenous access graft during treatment of stenosis. During the advancement of the vsx device the physician felt resistance going through stenosis in the previously implanted arteriovenous access graft (unknown manufacturer). After the physician felt resistance, he continued to advance the vsx device and felt the device unintentionally deploy. With premature device expansion the physician removed the delivery catheter and was not concerned about the position of the device. The physician did not feel like the patient needed any additional devices at this time and the case was completed. The patient did not experience any adverse consequences.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Section h6 updated to reflect completion of investigation. A review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. The primary reported failure mode, related to inability and/or difficulty to advance the viabahn® device to the intended treatment location, could not be independently confirmed as no items were returned for evaluation. The field reports resistance during advancement through stenosis within the previously implanted av access graft. Therefore, the advancement failure is consistent with patient-related circumstances (i.e., stenosis) as reported. The reported unintentional or premature deployment during advancement could not be confirmed without items to allow for direct assessment of product performance. Though the specific procedural circumstances that may have influenced unintentional line unravel could not be independently evaluated, the field indicated that the physician continued to advance the viabahn® device after resistance was felt, and premature device deployment was subsequently observed. Therefore, the root cause of the unintentional deployment is consistent with unintended use error as reported, specifically user continues to use device even though resistance was felt. Further information regarding this event was requested by gore, but no further information has been reported, therefore, this investigation is considered complete. The IFU states the following: "using fluoroscopic guidance, advance the delivery catheter over the guidewire via the angiographic sheath. Advance cautiously, especially if resistance is felt. If excessive resistance is felt, remove the delivery catheter and sheath together."